Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapy due to atrial fibrillation with rapid ventricular conduction. Upon interrogation, noise was noted. The hospital contacted the implanting physician who requested that no programming changes be made. The attending physician treated the patient medically. There were no adverse consequences for the patient.